Event description:
It was reported that this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited t-wave oversensing resulting in delivery of inappropriate shock therapy. The primary sensing vector was reprogrammed to primary and monitoring was continued. Subsequent information was received that t-wave oversensing was again observed and resulted in delivery of additional inappropriate shocks. Additional programming changes were made for optimization of the sensing vector and monitoring will be continued. No adverse patient effects were reported. This product remains in service.